Event description:
No new information.

Manufacturer narrative:
Additional information: h6. Device evaluation: follow-up report submitted to document device evaluation results. The reported event could be confirmed according to visual and dimensional inspection of the plate fragments returned. The investigation found that plate #1 initially fractured due to overload conditions, with sem analysis revealing low-cycle fatigue characteristics, while other plates showed forced fractures and severe embrittlement. Missing screws in upper holes and the use of an off-label screw with a larger diameter reduced the stability of the plate-screw-bone construct, likely causing micromotions and loosening of screws. Strong deformation of plates and damage to several screws occurred during removal, making it impossible to determine the exact location of the improper screw. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that 3 loose screws were detected in the postoperative scans.